Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2019 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with incarcerated ventral hernia x2 thereby underwent robotic assisted repair with implant of ventralight st (device 1). Per op notes, ¿omental adhesions were lysed. The hernia defect was noted with incarcerated peritoneal fat. The fat contents were reduced. The hernia sac and contents were excised. A ventralight st (device 1) was placed and sutured.¿ (B)(6) 2020 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted repair with implant of ventralight st (device 2). Per op notes, ¿extensive adhesions to the midline abdominal wall to prior mesh (device 1) was noted. Adhesiolysis was performed. Omental adhesions were lysed. Mesh (device 1) was noted to be intact. The hernia recurred inferiorly to the prior mesh. The hernia sac was dissected free. The hernia sac and its contents were excised. A ventralight st (device 2) was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2019) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralight st mesh (device 1). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2019 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.